Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and watchman flx pro laa closure & delivery system (wds) were selected for use. Multiple attempts were made to make contact with the septum. After approximately 40 minutes of trying the transseptal puncture (tsp), with the versacross connect, the patient blood pressure dropped and pericardial effusion was noted. The patient was given protamine. A pericardiocentesis was performed and 750cc of blood was removed. The fluid was transfused back into the patient. The patient was transferred to the intensive care unit (ICU) in stable condition and has since been discharged.